Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed a shock impedance measurement of 0 ohms. It was also reported that the system had previously displayed loss of capture (loc) and high pacing thresholds. The patient was to be seen for a device check. A request for additional information from the local boston scientific field representative (fr) was made but the fr was unaware of any further information. The system remains in service. There were no adverse patient effects reported.

Event description:
Subsequent information indicates that the patient underwent a surgical revision procedure where the device was explanted and the lead was capped. There were no adverse patient effects reported.